Event description:
Boston scientific received information that the patient implanted with this right ventricular (rv) lead presented to the clinic for a routine follow up, with complaint of chest pain and pericardial pain. Additionally, the lead exhibited increased pacing threshold measurements and loss of capture (loc). Diagnostic imaging revealed a lead perforation into the epicardial fat. An invasive procedure was performed. An attempt to explant the lead was unsuccessful. The lead was surgically abandoned and a new lead was successfully implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
The return of the product is not expected. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.